Event description:
It was reported that there was an issue with the tunneling tip during procedure. The tip was screwed on tunneling tool normally. After tunnel pass was made, the tip did not unscrew even with excessive force. Finally, the tip sheared off and left threads behind in the tunneler. A new tunneling tool was opened and used. There was no patient harm reported. No outcomes were reported regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).